Manufacturer narrative:
Device lot number, or serial number, unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon was opening the package and stated that the clamp was not working. It was noted that when the clamp was being unscrewed, the clamp "fell apart" and that the screw were stripped. There was no patient present when this issue was identified.